Event description:
It was reported that the patient presented for lead revision after CT scan revealed lead was implanted in the left ventricle. The implant chest x-ray was incorrectly assessed post-implant. Lead was unable to be repositioned since the helix would not retract. Rv lead replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.